Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with damaged battery alarm was confirmed and duplicated during product evaluation in the pump's event history. This condition was caused by a depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. However, during previous repair on (B)(4) 2010 the batteries and battery harness were replaced. The root cause investigation is in progress through (B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "damaged battery alarm". This condition had the potential to interrupt delivery. This condition was found in the general pt ward upon programming/setup. There was no report of patient involvement, patient injury, or medical intervention. No additional information is available. The user interface module software version is not available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.